Event description:
The manufacturer received information that a ventilator inoperative alarm occurred on a bipap a40 pro device. There was no serious patient harm or injury that occurred or was reported. The device has not been returned, therefore no device evaluation is possible at this time. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Manufacturer narrative:
The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID (B)(4) and consisted of a field safety notice. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Multiple service activities occur during the device¿s useful life according to the device¿s service manual. These service activities, in addition to any prior complaint investigations, have altered the device from its original state during manufacturing. Any issue found during manufacturing that is potentially documented in the DHR for this device does not have a causal relationship to the allegations or issues in this complaint. Therefore, the DHR for this device will not be reviewed at this time. However, the DHR files for this device are available and can be accessed upon specific request.